Event description:
It was reported that an 8015 pcu keypad was replaced because of multiple buttons were not working. There was no reported patient involvement.

Manufacturer narrative:
The actual date of event is unknown. The field action was reported to FDA and the affected customers received notification of the field action. The device issue was investigated for root cause and coded in h6 of this MDR report, and any device repairs or returns are handled within the scope of the field action. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time.

Event description:
It was reported that an 8015 pcu keypad was replaced because of multiple buttons were not working. There was no reported patient involvement.

Manufacturer narrative:
The actual date of event is unknown. The field action was reported to FDA and the affected customers received notification of the field action. The device issue was investigated for root cause and coded in h6 of this MDR report, and any device repairs or returns are handled within the scope of the field action. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time.